Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturers service center, the internal battery charging limit was found to be set 65%. The ventilator's internal battery charging limit was reset to 100% to address the issue.